Event description:
Angelini s.p.a. Provided bridges consumer healthcare with the following report on 22-may-2024. Angelini s.p.a. Received the information on 09-may-2024. This serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 09/may/2024 from a consumer/other non-health professional through diamed (de4136). This case report concerns a male patient (age: unknown), who applied thermacare heat wraps (batch number: unknown, expiry date: unknown) used for unknown indication. Concomitant medication(s): unknown. Medical history: unknown. On unspecified date, after thermacare heat wraps initiation, the patient experienced medical device site burn. After applying the product, the consumer experienced his skin being burnt. Outcome: medical device site burn: unknown. The action taken in response to the event for thermacare heat wraps was unknown. Angelini medical assessment: the pi of thermacare heat wraps mentions that medical device site burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible. The anticipated date of the next report is 28-jun-2024.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Manufacturer narrative:
Please note this case 3007593958-2024-00027 was found to be duplicative of the previously submitted report 3007593958-2024-00026. Subsequently, case 3007593958-2024-00027 should be deleted. The duplication was noticed on 31-may-2024.